Event description:
A shock impedance greater than 150 ohms was measured at generator change out. The physician decided to cap the lead and lead it implanted. No other issues with the lead were reported.